Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzc2010 showed no other similar product complaint(s) from these lot numbers. Device not returned, at this time.

Event description:
It was reported that the nurse attempted to flush catheter and heard a pop. The catheter was removed. Patient is neutrapinic and susceptible to infection, no infection at time of report. Additional information received from rep ¿catheter inserted (B)(6) 2016. Fracture occurred (B)(6) 2016. Patient is having stem cell transplant, at risk of infection¿.